Event description:
It was reported that during initial implant procedure, the right atrial (ra) lead was unable to be implanted as it couldn't be positioned at the atrium's appendage. The ra lead was not used, and a single chamber system was implanted with a right ventricular lead only. No patient consequences were reported.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.